Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex colonic stent had been implanted to treat a malignant bowel obstruction in the sigmoid colon during a sigmoidoscopy with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure, the stent was deployed; however, the stent migrated proximally. The procedure was stopped and the patient was referred to a different physician. Reportedly, the stent remains implanted and the physician was comfortable leaving the stent in place. On (B)(6) 2019, another wallflex colonic stent was implanted. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.